Manufacturer narrative:
B5 narrative was updated. Section d1 brand name corrected. Section d4 serial number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted and the patient survived.

Event description:
Clinical rationale/review: ip1 pump (updated 2026-2-20). An impella 5.5 was placed to support a patient who had previously been supported by an intra-aortic balloon pump (iabp), ECMO, and respiratory support with a vent after being admitted with known cardiogenic shock and cardiomyopathy, scai stage d shock. The pump was placed but removed when the pump failed to prime effectively. The team troubleshot by changing the purge fluid, reviewing prime with the clinical support line, and when these attempts failed the team replaced the pump. A new pump was placed and support proceeded. While on the pump support and bridging to the lvad device the patient suffered a stroke, of a hemorrhagic nature. The team did note the carotid disease was a contributing factor. Cerebral vascular accident/stroke is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
B5 was updated. H6 health effect - impact code was updated.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical rationale/review: an impella 5.5 was placed to support a patient who had previously been supported by an intra-aortic balloon pump (iabp), ECMO, and respiratory support with a vent after being admitted with known cardiogenic shock and cardiomyopathy, scai stage d shock. The pump was placed but removed when the pump failed to prime effectively. The team troubleshot by changing the purge fluid, reviewing prime with the clinical support line, and when these attempts failed the team replaced the pump. A new cp was placed and support proceeded.